Event description:
It was reported that a patient who had previously been treated for an aneurysm with an endurant ii stent graft underwent follow-up imaging approximately 4 years later which revealed an increased aneurysm sac. During this follow-up, a possible type iiib endoleak with a gutter was seen on the main stent graft, located proximal to the bifurcation. The healthcare professional indicated that the cause of the event was probably a damaged stent graft, although the exact cause could not be determined. Intervention was performed and the patient received successful treatment with a non-medtronic cuff (gore).

Manufacturer narrative:
B3, d6 - year only valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed; however, the subtype of endoleak could not be determined due to the limited imaging provided. The cause of the endoleak also remains unclear. The aneurysm enlargement could not be confirmed. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy, which could have provided insights into potential anatomical contributors to the endoleak. Complete post-implant CT were also not available for review, limiting a more comprehensive evaluation of the stent in vivo configuration. Endoleak interrogation via selective angiograms (injecting contrast at various levels within the stent graft) was only partially performed, thereby, making it challenging to determine the endoleak subtype. While a type iiib endoleak is a possible explanation, it could not be definitively confirmed. A proximal type ia endoleak could also have been a possibility, as the relining of the main body graft with the non-medtronic stent may have extended the proximal seal zone further proximally, potentially resolving both endoleak types. Type ib and type iiia (separation) endoleaks are unlikely, as there appears to be an adequate bilateral distal seal zone and sufficient overlap between stent graft components. B5: additional information received: the type iiib endoleak was confirmed during the intervention. The aneurysm enlargement was noted 10 days prior to the intervention. It was confirmed the gutter is referring to the hole of the iiib endoleak that was identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.